Manufacturer narrative:
A philips remote service engineer (rse) provided the customer with a quote for a replacement speaker repair. The customer has denied the quote. If additional information is provided a supplemental report will be sent.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported a speaker malfunction from the device. The device was in use at time of event, there was no adverse event reported.